Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented in clinic, atrial lead was found to be not functioning. The x-ray examination revealed that lead was crushed might be at suture sleeve. The lead was explanted and replaced. The patient was stable.